Event description:
Caller reported a malfunction in the tandem pump, identified as malfunction 199 with a specific code, malf 12, which was resettable. There was no adverse impact on the customer's blood glucose level. Customer support provided instructions for resetting the pump, and after doing so, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any issues reappeared, which they understood and acknowledged.